Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery was observed to be depleting quickly for the past few months. Reportedly the battery depleted from 60% to 10% within one day. There was no reported impact to the customer's blood glucose level. Reportedly, the customer had manual injections as alternate insulin therapy.